Event description:
A 2.75 x 16mm taxus express2 drug eluting stent was deployed in an unk vessel with a de novo lesion without any clear angiographic challenges. The vessel was pre-dilated with a 2.5 x 9 maverick balloon. The stent delivery balloon was inflated to 14 standard atmospheric pressure (atm) when the physician noticed that the balloon was not holding pressure. The balloon was removed and a pin hole was found in the balloon. Another balloon was used to successfully post-dilate the stent. It was reported that the stent was deployed successfully. There were no pt complications.